Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6cm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. Approximately five months post index procedure, it was reported that the patient presented with a complete thrombosis of the left limb during a follow up visit with a primary care physician. The physician performed an intervention where thrombus was removed and the limb was stented. The intervention was completed successfully and the patient is doing fine. No additional clinical sequelae were reported. A review of returned films pre-implant revealed that the proximal neck diameter was 26x29mm. The 5.7cm diameter aaa contained thrombus (3cm flow lumen). The distal aortic diameter was approximately 20mm and was lined with calcium. The right common iliac diameter was 10mm, and the left common iliac diameter was 8-9mm. Both iliac arteries were calcified, but with little tortuosity. Films 1-month post-implant showed that the bifurcate was positioned just below the renal arteries; the ipsi limb and extension were placed into the right iliac and the contra limb into the left iliac. The left/contra limb was compressed down to approximately 7mm within the distal aorta. Both limbs were patent. The maximum diameter aaa was 5.9cm. Films 2 months post-implant showed thrombus within the gate; the thrombus continued down the length of the contra limb (approximately 50% max occluded). No thrombus was seen within the ipsi limb. The contra limb was again compressed down to 7mm in the distal aorta. The maximum aaa diameter was 5.9cm. Images from 6-month¿s showed that the contra limb was completely occluded beginning at the gate. Blood flow resumed distally in the left external. The bifurcate aortic body also appeared lined with thrombus. The maximum diameter aaa was 5.8cm. Images showed that the contra limb had been stented across the distal aorta, extending to distal to the iliac limb. The limb was patent. No stent graft compr ession was observed; the diameter of the contra limbs within the distal aorta was approximately 7mm. It is possible that stent graft placement into the small and calcified distal aorta likely caused the observed stent graft compression, which contributed to the stent graft occlusion.

Manufacturer narrative:
(B)(4). Evaluation, method: (films) continued from block. Results: inherent risk of procedure (occlusion); patient¿s condition affected effectiveness of device (anatomy related; small and calcified distal aorta); lack of information (cause is unknown). Conclusion: known inherent risk of a procedure (occlusion); device failure related to patient condition (anatomy related; small and calcified distal aorta); lack of information (cause is unknown).